Event description:
The customer reported a blank display on the insulin pump. There was no significant event reported leading up to the complaint. The blank screen was reported to occur after a battery change. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 171 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to a battery tube connector not properly plugged into the interface board. The displacement test could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.